Event description:
Customer reported, "inaccurate readings." There is no pt info available.

Manufacturer narrative:
Multiple attempts for product return and add'l info requests were made. The device has not been made available to masimo to allow an analysis to be performed. If and when info becomes available or once the unit is returned and an eval is performed, a f/u report will be submitted.

Manufacturer narrative:
The returned cable was evaluated. A visual inspection of the external surfaces of the device concluded no damage was observed. The cable failed continuity tests due to an open in cable on the white conductor, along the length of the cable. When tested with a known good sensor and known good pulse oximeter, an error message was displayed. No patient monitoring is possible with this returned cable. A review of the history for this device was performed and it was concluded that the device was in the field for over seven (7) years with no previous returns for servicing or other issues prior to the reported event.